Event description:
As reported, the thermogard console (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message was confirmed based on the event log review, but it was not confirmed during functional testing. The root cause for the intermittent error message was loose contacts on the pic16 boar, which most likely happened during device transportation. Internal component connections may become loose due to transport vibration. The event log was reviewed and confirmed the occurrence of the tcmid:05 error message on the reported event date. The thermogard system passed the functional testing without error, and the reported tcmid:05 was not reproduced throughout the testing. The technical evaluation revealed loose contacts on the pic 16 board as a possible root cause. The connector was reconnected to address the reported complaint. The I/o pcb board was inspected and all the electrical connections were securely intact. Following the service, the thermogard console passed all tests with no issues. The console functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the thermogard console with sn (B)(6).